Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom on (B)(6) 2016 on trial patient's behalf to report that on (B)(6) 2016 the receiver displayed error 68. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.